Manufacturer narrative:
The disposable devices were not returned; therefore no direct device analysis was conducted. The treatment file from the coolwave control unit was obtained and analyzed by engineering. Results of the analysis confirm that the control unit operated properly. The catheter and rtu device history records were reviewed; all manufacturing and quality assurance testing was carried out in accordance with standard procedures, and the devices met specifications at the time of release. As the patient had a history of heart issues including 4 stents, it is reasonable to conclude that this was a contributing factor to the adverse event.

Event description:
It was reported that a patient suffered a heart attack during a transurethral microwave treatment (tumt) and later died at the hospital. At approximately 14 minutes into treatment, the patient began complaining of chest pains and started hitting his chest with his left hand. When asked if he was okay, the patient replied that he could not breathe while continuing to pound on his chest with the fingers on his left hand. The patient was also able to signify that he had a history of heart issues when asked and it was later confirmed that the patient had four cardiac stents placed prior to the tumt. The treatment was aborted and 911 was called; however, the patient became non-responsive. The urologix application specialist and physician monitored the patient's vital signs and began chest compressions while waiting for the paramedics to arrive. The paramedics were able to revive the patient when transporting him to the hospital; however, the patient suffered a second myocardial infarction at the hospital and died a short time later.